Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that the user was transported by ems and admitted to the hospital where IV insulin therapy was initiated. The user reported no recent illness, no insulin leakage, and no observed kinks or bends in the infusion set tubing. The user also reported that no meal announcements were made on the day of the event. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. A dosing stopped alert was present during the reported timeframe; however, the user reported already being in the emergency department and off ilet therapy when the alert occurred. Review of device history did not identify evidence of device malfunction. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 30-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 550 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.